Event description:
Reportable based on device analysis completed on 09may2024. It was reported that visualization issues occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound showed no image. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed the imaging core was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the anchor housing was detached and the imaging core was detached and coiled. Broken drive shaft and imaging core (ic) windup was found within the telescope section of the device. Ic windup began 21.70 cm from the distal end of the connector shaft. Impedance testing showed an electrical short at the proximal end of the catheter.